Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is intermittently unresponsive and at times the customer has to press the wake button multiple times for the touchscreen to respond. During troubleshooting with tandem technical support, the "options" button was unresponsive. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.